Event description:
It was reported that caller experienced recurring occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer attempted to change supplies for each occlusion event, and after determining that frequent occlusion issues were likely related to pump cartridge problems, tandem technical support arranged for replacement cartridges to be sent, and caller indicated no further assistance was needed.